Event description:
Reported via a medwatch report. The report states that "a patient was being transported from a CT exam to their unit when mid transport the intra-aortic balloon pump (iabp) turned off suddenly. The console was plugged in at nearest outlet until it was determined the transport should proceed. All within a two-minute period, the iabp showed that battery was full, then indicated only 20 mins left, then 10 mins, followed by red alert to off. The iabp turned off a second time right during the transport. A perfusionist was called to help bring another console to replace the malfunctioning battery. Safe transport back to occurred following the exchange". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR# 3010532612-2024-00036.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "iabp turned off" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported via a medwatch report. The report states that "a patient was being transported from a CT exam to their unit when mid transport the intra-aortic balloon pump (iabp) turned off suddenly. The console was plugged in at nearest outlet until it was determined the transport should proceed. All within a two-minute period, the iabp showed that battery was full, then indicated only 20 mins left, then 10 mins, followed by red alert to off. The iabp turned off a second time right during the transport. A perfusionist was called to help bring another console to replace the malfunctioning battery. Safe transport back to occurred following the exchange". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR# 3010532612-2024-00036.